Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days following the implant of this transcatheter bioprosthetic valve, fever and impaired consciousness were observed. A blood culture test revealed. Methicillin-resistant staphylococcus aureus. Subsequently, antibiotic treatment was initiated. Repeat blood culture approximately 24 days later was negative, however disturbance of consciousness had worsened. The patient's general condition was noted to have worsened gradually with the prolonged hospitalization. Approximately 1 month and 12 days after the negative blood culture, the patient developed bradycardia and passed away. Per the physician, the cause of death was chronic heart failure.

Manufacturer narrative:
Corrected data: b5. Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days following the implant of this transcatheter bioprosthetic valve, fever and impaired consciousness were observed. A blood culture test revealed methicillin-resistant staphylococcus aureus. Subsequently, antibiotic treatment was initiated. Repeat blood culture approximately 24 days later was negative, however disturbance of consciousness had worsened. The patient's general condition was noted to have worsened gradually with the prolonged hospitalization. Approximately 1 month and 12 days after the negative blood culture, the patient developed bradycardia and passed away. Per the physician, the cause of death was chronic heart failure.